Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: the liner was partially expanded 4cm in length from strain relief and 2cm in length from distal tip. The remaining liner was unexpanded. The tip opened as designed. The liner was torn through the entire length of the sheath shaft. The liner material was stretched along the torn location in the non-expanded liner area. Liner thickness was measured along the liner torn. The measurement was found to be within the specification. The provided imagery was evaluated and revealed the following: calcification and tortuosity anatomy was present in the access vessels. The complaints for liner puncture and sheath not expanding were confirmed based on evaluation of returned device. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per returned device evaluation, a liner tear was observed, with stretch marks observed along liner tear location. Additionally, imagery review showed presence of calcification and tortuosity in the access vessels. Device evaluation also revealed that the middle portion of the liner appeared unexpanded. This failure mode (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. Variation in the seam forming process may contribute to the liner not expanding. Per the manufacturing acceptance criteria, a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2" segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification). This failure mode occurs when the hdpe outer layer adheres to the etched ptfe liner, resulting in the seam stretching. The presence of several patient/procedural factors such as tortuosity and calcification may further contribute to the complaint event. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. Also, vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. As such, available information suggests that factors related to the manufacturing process (improper sheath liner expansion) and patient factors (calcification, tortuosity) likely contributed to the reported event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in spain, this was a case with a 29mm sapien 3 valve, in aortic position by transfemoral approach. During the procedure, the esheath was inserted at the correct angle. Although no resistance was noted when advancing the delivery system through the esheath+, fluoroscopy revealed that the commander delivery system was outside the esheath+. Despite this, the procedure continued, and the valve was implanted with no issue. The commander delivery system was removed through esheath+. The patient was fine. The root cause was unknown.